Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse is planning to replace the power management board and is waiting for the arrival of the part. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that on (B)(6) 2018, the cardiosave intra-aortic balloon pump (iabp) was in use on an acute myocardial infarction (ami) patient. When the customer started to use the iabp unit, the device did not boot. The customer replaced the iabp to continue procedure. The patient was delivered to another hospital. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy on an acute myocardial infarction (ami) patient. The iabp was unable to boot up when it was being turned on. The customer replaced the iabp to continue the therapy/procedure and the patient was subsequently delivered to another hospital. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The national repair center (nrc) received the power management board from the supplier. Inspection of the board was completed per procedure, with no visual damage observed. The supplier verified the failure of the unit not turning and found that component u6 cpld was defective. The supplier replaced u6 and installed the required rework. The board passed testing. The nrc technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and returned to stock as per procedure. Updated fields: b4, g4, g7 h2, h6, h10.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy on an acute myocardial infarction (ami) patient. The iabp was unable to boot up when it was being turned on. The customer replaced the iabp to continue the therapy/procedure and the patient was subsequently delivered to another hospital. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The fse replaced the power management board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The suspected faulty power management board is being returned to getinge's national repair center for failure investigation. A supplemental report will be submitted upon completion of this investigation..

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy on an acute myocardial infarction (ami) patient. The iabp was unable to boot up when it was being turned on. The customer replaced the iabp to continue the therapy/procedure and the patient was subsequently delivered to another hospital. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The suspected faulty power management board was returned to getinge's national repair center (nrc) for evaluation. A senior repair technician evaluated the power management board and no visual damaged was observed. The senior repair technician then installed the power management board into the cardiosave test fixture and tested to factory specification per cardiosave service manual. The nrc verified the failure of the cardiosave not turning on. The board failed testing and it will be sent to the supplier for failure analysis as per procedure. A supplemental report will be submitted upon completion of this investigation.